Manufacturer narrative:
Additional information: one ar-9560-24 (24 mm) baseplate, batch number 15386868, was received for investigation. Visual inspection revealed surface damage on the connecting post. Functional testing was not performed due to the observed damage to the device. Most likely cause: a use-related assembly issue involving incomplete mechanical engagement or locking of the baseplate-to-post interface during assembly. Refer to the investigation photographs for documentation of findings. Based on the evaluation results, the complaint allegation is confirmed.

Event description:
It was reported that during a revers shoulder arthroplasty on insertion, using the cannulated inserter, the baseplate detached from the post and the post remained in the glenoid vault. The initial implant assembly was observed by the rep, and seemed to be as per instructions. Baseplate & post seemed to be aligned and full compression was achieved using the device. It was successfully removed using a 4mm hex and a new baseplate & post were assembled and inserted successfully. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.